Event description:
Mitral valve prolapse, atrial fibrillation, pleural effusions, prostate cancer, leaking valves, and blood clots the reporter contacted animas on (B)(6) 2013, stating that the patient had passed away. The reporter indicated that the patient had a heart attack and the reporter stated that the patient went into multiple system failure prior to passing away. The reporter stated that the patient had a blood glucose of 850 mg/dl at the time. The patient reportedly had medical history of mitral valve prolapse, atrial fibrillation, pleural effusions, prostate cancer, leaking valves, and blood clots. The reporter indicated that the cause of death was most likely respiratory failure and indicated that the patient was being treated with 100% o2 at the time of death. The patient was reportedly disconnected from the insulin pump when the patient was transferred to the hospice wing of the hospital where the patient passed away. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause around the time of the patient¿s demise and therefore, the pump could not be ruled out as a possible cause or contributor to the patient¿s demise.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient had passed away. The reporter indicated that the patient had a heart attack and the reporter stated that the patient went into multiple system failure prior to passing away. The reporter stated that the patient had a blood glucose of 850 mg/dl at the time. The patient reportedly had medical history of mitral valve prolapse, atrial fibrillation, pleural effusions, prostate cancer, leaking valves, and blood clots. The reporter indicated that the cause of death was most likely respiratory failure and indicated that the patient was being treated with 100% o2 at the time of death. The patient was reportedly disconnected from the insulin pump when the patient was transferred to the hospice wing of the hospital where the patient passed away. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause around the time of the patient¿s demise and therefore the pump could not be ruled out as a possible cause or contributor to the patient¿s demise.

Manufacturer narrative:
Follow-up #2 (B)(6) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported date of death was (B)(6) 2013. The last bolus from the pump occurred on (B)(6) 2013. The pump¿s final delivery occurred on (B)(6) 2013, at 8:12 am followed by an auto off alarm at 8:15 am. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An auto off alarm was duplicated during testing and confirmed that the pump emitted audible and visual alarms appropriately. No delivery related defects were found during testing.